Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude and poor morphology due to a loss in slack. Subsequently, a revision procedure was performed. The physician added more slack to the lead. This ra lead remains in service. No additional adverse patient effects were reported.